Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a greater than 5mm abdominal aortic aneurysm. It was reported that during the index procedure when the physician was attempting to insert the device through the right groin it would not track through the iliac, the device was removed and appeared to be kinked. It was not clear if it was kinked prior to insertion. Angioplasty was performed after which the procedure was completed where another endurant ii stent graft system was implanted. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine .